Manufacturer narrative:
.

Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. This report is the same event issue as described in MDR 9616389-2015-00019 where the customer reported to agfa that their dx-d600 unit exhibited uncontrolled and fast movement when using the system. Agfa service had replaced the longitudinal and transversal tachometers and the system worked as expected. This complaint event was opened and referenced agfa contacting the customer on february 6, 2013, in relation to the service call opened on (B)(4) 2012 (9616389-2015-00019) in order to obtain further information. There were no reports of harm to any patients or users during this event. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation.